Event description:
It was reported that the patient underwent surgical procedure to revise this ambicor penile prosthesis (app) due to an infection, fever, and local pain. The app was explanted and replaced with a new app. Following the procedure the patient was ok.